Event description:
My dentist performed an implant procedure on 2 molars on (B)(6) 2016. Within 1 month of the procedure, one of the implants fell out. On (B)(6), the 2nd implant fell out. Lacking trust in my original dentist, I sought out a second opinion with a new dentist. The new dentist advised that the implants were not correct because the screws were too short to properly attached the implants to my jaw bone. Just to be certain I got a third opinion from another dentist and he agreed that the screws were too short and they should not have been installed. My new dentist had to sew the implant openings closed and now they must heal for 4-6 months before new implants can be installed. The botched procedure has costed me (B)(6) dollars in additional expenses that I've been forced to pay in order to maintain my health. I feel this undue burden of expense should not fall on me and my original dentist should be obligated to reimburse his mistake.